Event description:
The patient had a prophylactic ivc and filter placed because of trauma. The filter was placed in 2007, and the pt died ten days later. The pt developed massive pulmonary embolus. A CT scan done at pottstown memorial showed the ivc filter had tilted, allowing blood clots to reach the lung.